Manufacturer narrative:
The insulin pump had blank flashing white lcd due to cracked lcd controller. The insulin pump had a scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump started blinking on white and black screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the issue persisted after inserting a new battery. The customer was advised to revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.